Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were relayed to the in clinic staff. The patient was currently only being monitored. The patient was stable.